Event description:
Allegedly pt presented one week after initial surgery with persistent pain. X-ray revealed stem and head were separated. Revision surgery was performed. Head and stem were locked on table with mallet and implanted without incident. Allegedly surgeon then used locking device to lock the "removed implant." It worked fine.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete. Event device code is addressed in the package insert. This is the same event as 1043534-2007-00015.